Event description:
As reported, the balloon of a 6/7f mynx grip vascular closure device (vcd) leaked when it was inflated prior to use. A new unknown mynx device was used and there was no issue. There was no reported patient injury. The device was handled, stored, and prepped according to the instructions for use (IFU). There was no damaged noted to the balloon. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) leaked when it was inflated prior to use. A new unknown mynx device was used and there was no issue. There was no reported patient injury. The device was handled, stored, and prepped according to the instructions for use (IFU). There was no damaged noted to the balloon. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube were observed remaining in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2209504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Handling factors, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209504 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.